Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information, no conclusion can be made. It is possible that aneurysm characteristics/coil size may have contributed to the reported positioning difficulty and additional manipulation resulting in coil detachment. Review of lot c11451 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; therefore, no corrective actions will be taken at this time. Please note that the event date is unknown. Also, the initial medwatch was submitted under manufacturer number 3007628272-2013-50003, but was rejected because the manufacture number was not valid.

Manufacturer narrative:
(B)(4). No further information will be forthcoming for this report.

Event description:
During treatment of an aneurysm (6mm tallx4mm wide, and wide-neck aneurysm) with a balloon, the orbit galaxy g2 complex xtrasoft (641cx0406/ c11451) coil was attempted to be deployed in the aneurysm, but approximately 3cm of the coil would not go into the aneurysm because the microcatheter would kick-back each time the coil was advanced. The operator indicated that the coil was too stiff and was unable to fully deploy the coil, so the coil was removed. Then, the same diameter competitor coil (stryker) was placed into the aneurysm and it successfully deployed, and was then followed by two more of the stryker coils. During placement of the g2 orbit, the microcatheter (unknown brand) was placed midway into the aneurysm, and prior to the event, the first coil placed was microvention 6mm diameter coil that was successfully deployed. The complaint product is not available for analysis. The customer does not wish to be contacted relating to this complaint.